Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported the pt was hospitalized on (B)(6) 2014 for fluid overload and hyperemesis. The pt was discharged (B)(6) 2014. The nurse stated this was not cycler related. The pt continued on pd therapy throughout hospitalization.